Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se2367 (fail safe shutdown) occurred on the homechoice (hc) machine during dwell 2. The home patient (hp) stated to a baxter technical service representative (tsr) that the patient's wife had tangled her foot up with the supply line, the bag fell and disconnected. The tsr advised the hp air had entered the set up and instructed the hp to close clamps and transfer set then cycle the power. The se 2367 alarmed and the tsr assisted the hp to cycle the power again to "press go to start". The tsr advised the hp to start over with all new supplies and to inform the patient's pd nurse (pdn) of the occurrence of the se 2240. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.